Event description:
Philips received a complaint on the defibrillator/monitor indicating that the equipment does not work properly. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The defective processor pca (s/n: (B)(6)) is returned for failure analysis and the results indicated processor pca is defective. This pca was returned "dispensing test failed -". This was verified in lab testing. The pca failed general system and therapy delivery tests during op check and general testing. This pca ¿ pca defective. Based on the information available and the testing conducted, the cause of the reported problem was faulty processor assembly. The reported problem was confirmed.